Manufacturer narrative:
UDI and g5 510k are unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history record (DHR) review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case was chipped and cracked; there was a crack on top of right plunger case and battery door holes. Event history log (ehl) showed motor rate error. The reported problem could not be verified after multiple flow and occlusion tests. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced motor assembly as a preventative measure; performed occlusion test and all functional tests passed.

Event description:
It was reported that the pumps motor was stalling. No patient injury was reported.